Event description:
A customer reported an issue with their continuous glucose monitor showing error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on resetting the pump, and after following the instructions, the customer successfully started their sensor session with no further errors reported.